Manufacturer narrative:
Received one (1) used 14220-01 primary plum y-type blood set for inspection. As received, blood residuals were observed around the set. The piercing pins on the sets were measured and met product specifications. The set was tested per product specifications. There was no leakage. To replicate clinical use, the set was attached to an ICU medical provided IV bag and primed. No leaks were observed at the piercing pin IV bag interface or anywhere along the fluid path. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint additional information d9- product received for evaluation 6/28/2023.

Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch where it was reported that the IV blood tubing did not properly seal opening when spiked packet red blood cell (prbc) bag. Due to the tubing not properly fitting, blood leaked out of the bag. New IV blood tubing was used and proper seal was noted. The event occurred at the start of infusion. There was patient involved however no harm was reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.